Event description:
The medics were attempting to defibrillate a patient in cardiac arrest but the device would not allow a discharge. The paddles were disconnected from the associated defibrillator and another set of external paddles were attached. The medics were then able to administer shocks to the patient and continued to provide therapy. The patient subsequently expired.